Event description:
Pt was admitted for revision of left hip, secondary to pain and instability, causing repeated dislocations. In accordance with hospital policy, the components removed are not available for release. See scanned pages.